Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo .35 wire 150cm; sheath: 5f; heparin. (B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using a proglide device with a 5f sheath after a peripheral artery occlusive disease interventional procedure. Reportedly, the lever would not close the foot. The whole proglide device got stuck in the vessel wall. The angle of the device was changed and the device was removed. Tissue was observed in the proglide foot. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.